Event description:
The mayfield clamp (product ID not provided) did not hold and allowed patient's head to tilt, resulting in a laceration on the right side of the head. The patient had stitches and part of her head was shaved in order that it could be sutured. She could not comb her hair because of the tenderness and pain for at least a month and she continued to have headaches for about three months. In addition, she had continued pain and suffering for some period of time after that because of the failed mayfield clamp. The patient has still not been able to have the necessary surgery. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Medical records received on 07/22/2015. History and physical ((B)(6) 2014). Neurosurgeon (B)(6) md. Chief complaint: cervical radiculopathy. History of present illness cervical radiculopathy. Pain details: she continues to complain of posterior cervical pain that radiates into her left shoulder and left arm. The patient describes her pain as constant. She describes pain as shooting, aching, tingling, and numbness. The patient states that the pain radiates to the left upper extremity. And right now 10/10. Patient denies any recent history of falls. There is no history of fibromyalgia. The patient denies using any assistive device. Past medical history (pmh) seasonal allergies - (existing), back pain (existing), gerd, arthritis, diabetes, non-smoker. Past surgical history (psh) rotator cuff surgery (left), appendectomy, colon resection, knee surgery (left). Allergy: no known drug allergies. Physical examination: motor exam - upper extremity. Upper extremity muscles - no significant atrophy noted. Upper extremity strength is 5-/5 bilaterally. The strength of deltoid is 5-/5 bilaterally. The strength of triceps is 5-/5 bilaterally. The biceps strength is 5-/5 bilaterally. The strength of intercostal muscle is 5-/5 bilaterally. The fingers have normal strength bilaterally. Sensory exam - upper extremity. There is no decreased sensation to light touch noted in the upper extremities. There is no decreased proprioception noted in the upper extremities. Motor exam: normal bulk, normal tone, no rigidity or bradykinesis. Operative notes: date of surgery: 10/14/2014. History: patient is an african american female with left c8 radiculopathy and numbness. She had a c7-t1 level foraminal disc on the left side. Plan: left sided c7-t1 foraminotomy. The patient was brought to the operating room and the head was fixed and a 3 pin mayfield had clamp (product ID and lot code not recorded) to an appropriate 70 pound level. The patient was positioned in the prone position on the operating room table on gel rolls. All the bony prominences and pressure points were protected. The mayfield clamp started to slip. After prepping and draping, it was noticed that the head was tilting again. At this point, the patient was brought back from the operating room table to the supine position back to the gurney and the mayfield clamp was removed and it had produced a laceration due to the slip on the patient's right side. The skin area was prepped and draped in the usual sterile fashion. The hair was shaved around and the laceration was repaired with running 2-0 ethicon stitch. Antibiotic telfa paper tape dressings were applied. Surgery was cancelled due to the issue. Laboratory results ((B)(6) 2014): wbc = 7.3 (reference 5.0 - 10.0 k/cmm), rbc = 5.28 (reference 4 10-5.00 m/cmm). Hemoglobin = 13.2 (reference 12.0-16.0 g/dl). Hematocrit = 38.8 (reference 36.0-48.0 percent). Platelets = 256 (reference 150-400 k/cmm). Sodium = 139 (reference 136-145 meq/l). Potassium = 4.2 (reference 3.5-5.1 meq/l). Chloride = 103 (reference 98-107 meq/l). Co2 = 27.0 (reference 22-29 meq/l). Pt = 11.2 (reference 9.6-12.5 sec). Inr = 1.0. Pt mean = 10.8. Bedside glucose = 177 (reference 65-105 mg/dl).

Manufacturer narrative:
Integra has completed their internal investigation: conclusion: in summary very limited information has been disclosed on this case such as product ID as well as the lot number. Product was not sent in for inspection and it is uncertain as to whether the device in question will be sent in for review as such at this time we are unable to determine the root cause of the end users experience. This complaint will be reopened once product has been sent in or further details provided based upon this event.